Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). The device was explanted in response to the safety alert on this model device. There are no allegations against the device.